Event description:
It was reported that patient underwent partial knee arthroplasty in 2008 as part of a clinical study. Subsequently, patient dislocated meniscal bearing and a revision was performed in 2009, and all components were removed and replaced to a total knee.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. This device is in a clinical study and not available for evaluation.this report filed november 5, 2009.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent partial knee arthroplasty in 2008, as part of a clinical study. Subsequently, patient dislocated meniscal bearing and a revision was performed in 2009, and all components were removed and replaced to a total knee.